Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing persistent pain around the edges of his scs ipg pocket site. The physician determined the pain is caused by the location of the ipg. Subsequently, the patient was scheduled for surgical intervention. Follow-up identified the patient's scs ipg pocket site was relocated and his scs ipg was replaced. The issue resolved with the surgical intervention.